Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+3.0/095 (sphere/cylinder/axis) was implanted into the patient's left eye (os) upside down. This occurred on (B)(6) 2020. The lens was removed intraoperatively. On the same date in a separate surgery an alternate lens was implanted and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as user error.